Event description:
Information was received that reported a patient was hospitalized in 2007, due to diabetic ketoacidosis. It was reported that the patient became ill with vomiting on the day before. The patient continued to be ill the next day with what they believed was the flu. Reportedly on original date, the patient's blood glucose level began to rise and they could not correct. The patient was brought to the hospital and diagnosed with dka. While in the hospital, he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.